Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The analyst also noted: the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the lead the helix was partially extending and stopped working. The helix would not extend further or retract. The helix was then tested outside the body and still did not work. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.